Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the left flank and was diagnosed with paradoxical hyperplasia to the treated area. Tissue is described as isolated, somewhat firm, fatty deposits.

Manufacturer narrative:
Additional information: b5 and d4h11: corrected data: d

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower flanks on (B)(6) 2021 using a cooladvantage+ coolcurve+ applicator and presented with paradoxical hyperplasia (pah/ph) to the left flank. The patient underwent liposuction and presented with reocurring pah.

Manufacturer narrative:
Correction and additional information: a4, a6, b5, d1, d4, d9, g1, g3, g6, h2, h6, h10, h11. Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2021 to the left flank, and (B)(6) 2018 and (B)(6) 2020 to the inner thighs using a cooladvantage plus, coolcurve plus applicator and presented with paradoxical hyperplasia (pah/ph) to the left flank and inner thighs. The patient underwent liposuction to the right flanks on (B)(6) 2022 with a second report of ph at post op follow up visit (B)(6) 2023 to left flank and right medial thigh, although the surgical report from (B)(6) 2022 only captures a procedure to the flank areas. Patient was presented with reoccurring pah.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment on (B)(6) 2021 to the left flank, and (B)(6) 2018 and (B)(6) 2020 to the inner thighs using a cooladvantage plus, coolcurve plus applicator and presented with paradoxical hyperplasia (ph) to the left flank and inner thighs. The patient underwent liposuction to the right flanks on (B)(6) 2022 with a second report of ph at post op follow up visit (B)(6) 2023 to left flank and right medial thigh, although the surgical report from (B)(6) 2022 only captures a procedure to the flank areas. Patient was presented with reoccurring ph. The patient has indicated a third occurrence of ph to the left thigh.

Manufacturer narrative:
Additional information: b5, h4, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.